Manufacturer narrative:
This report is for an unknown 4.3mm drill bit/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a proximal tibial case, a 4.3 mm drill bit and a 3.2mm drill bit were broken off in the patient intraoperatively. It is unknown if there was a surgical delay. Patient status is unknown. This is report 1 of 2 for (B)(4). This report is for an unknown 4.3mm drill bit.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 corrected data: d4 UDI. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. D1, d2, 2b, d4: updated. E1, e2, e3, e4: updated. G1, g5: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2020, during a proximal tibial case, the two (2) 4.3 drill bit and one (1) 3.2 drill bit were broken off in the patient. There were fragments generated but the broken drill bits remained inside of the patient tibia because the surgeon was not able to retrieve them. The sales consultant was present during the surgery. The surgeon was drilling into cement and trying to maneuver around a total knee implant, and wanted to see if it was possible to get a letter or just confirmation that the drill bits are CT safe. There was no surgical delay. Procedure was completed successfully. Patient status was stable. This complaint involves three (3) devices.